Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of approximately 300 mg/dl after completing a full infusion set and cartridge change with a steel 6 mm contact/detach set and resuming insulin delivery; the user had consumed pizza announced as a usual meal and also reported the pump ran out of insulin prior to the set change. Symptoms included elevated blood glucose with confusion, irritability and fatigue reported with no need for medical intervention. Outcomes included continued monitoring at home with blood glucose trending down to approximately 273 mg/dl on follow-up and no hospitalization. Investigation included troubleshooting and education on cartridge fill, cartridge change, and infusion set change, with confirmation of successful supply change and resumed insulin delivery. Investigation of this case revealed no device malfunction identified and a plausible contribution from meal composition and prior insulin depletion to the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.